Manufacturer narrative:
Section a5: ethnicity: unknown, information not provided. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis eyhance toric intraocular lens (iol) was rotated post operatively. This was a lensx femto patient. Patient was going back to surgery for replacement lens. Additional information received stated the lens was removed and diu225 18 diopter lens was placed successfully in the patients right eye. Further additional information stated that the original lens was rotated 35 degrees. There was no patient injury or visual issues due to original lens. No additional interventions were required other than explant. Patient was seeing much better post surgery. No further information is available.